Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose ranged from 141-251 mg/dl. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery.

Event description:
The customer's blood glucose ranged from 141-215 mg/dl.